Event description:
It was reported that during a laparoscopic roux-en-y procedure, there was pneumo leakage. New trocars were used. There was no patient impact. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. The device was functionally tested and performed as intended. It was noted that the bottom ring was cracked. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The analysis results found that device (b) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. A valid lot/batch number was not received therefore the device history review could not be performed.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.